Event description:
Event description guidant received information that during implant, following induction, a popping sound was noted when the ICD delivered shocks. An interrogation of the ICD noted a shorted shocking lead indicator. The chronic shock lead and new pace/sense lead were analyzed with the psa. Normal impedances were observed. The ICD was not implanted and the returned to guidant for analysis. Shock impedances following induction with the replacement device were within normal limits.